Manufacturer narrative:
According to the facility, on (B)(6) 2025, during a surgical procedure, "the bovie pen started to activate independently when not in use by the surgeon". Per the facility, the bovie pen was replaced, but the issue persisted. Then, the "grounding pad was changed and the issue ceased." The patient sustained a burn injury that was "2 cm x 1.5 cm on the right lateral chest. The patient was also found to have an additional burn area less than 1 cm on the lower abdomen." The surgeon excised the lateral chest burn and sutured it. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, during a surgical procedure, "the bovie pen started to activate independently when not in use by the surgeon".